Event description:
It was reported that the implantable pulse generator (ipg) had a power on reset (por) occur. The ipg was interrogated which cleared the por. The ipg remains in use. No patient complications have been reported as a result of this event.